Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). High impedances were noted and an x ray revealed lead migration. Additionally, the spinal cord stimulator (scs) was no longer providing relief. The patient underwent an scs system replacement procedure and was doing well postoperatively. All explanted devices were kept by the medical facility.